Event description:
Complaint indicated that during biomed testing, the device displayed "defib fault 72", "pacer fault 116", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.